Manufacturer narrative:
(B)(4)

Event description:
It was reported that multiple episodes of non-sustained rv oversensing and the lead noise were noted during vf. Lead noise was also observed on the ra lead. Multiple episodes on ams and aborted shocks were revealed. The patient received hv therapy, which was appropriate. The patient did not recall feeling hv therapy. Decreased pacing lead impedance on the ra lead was noted. Considering replacing leads was suggested. Programming changes were made. During the next follow-up in the office, episodes of non-sustained vt due to oversensing on the lead were seen. No therapy was delivered. All measurements were normal. The doctor was pleased with changes. The patient will continue to be monitored.